Event description:
During an event the gdc 10-3d 3d-shape synerg detection circuit did not detach. The physician checked to connection, tried new batteries and used a second power supply, but the main coil did not detach. Continous flush was maintained the whole time. When the physician tried to retreive the coil, it stretched and while removing the excelsior 1018 microcatheter, it ruptured (for the adverse event, please refer to MFR. Report 6000078-2004-00211). The pt underwent surgery to remove the coil and to clip the aneurysm. The pt's status is stable at this time.